Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, a definitive root cause of the reported issue could not be determined. The user may detect the suggested event by handling the device in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope exhibited a b30 scope communication error. The intended diagnostic balateral regular bronch procedure was completed using a similar device. There was a slight delay, due to trouble shooting the scope, and locating a replacement scope. The patient under conscious sedation- awake and pt. Could follow commands. There was no report of patient harm or injury associated with the event.

Manufacturer narrative:
The device will not be returned by the customer as the device started working as intended. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope exhibited a b30 scope communication error. The event occurred during preparation for use for a diagnostic procedure. There were no reports of health hazard to the patient or user of the device.